Event description:
Device 1 of 2. Reference 1627487-2013-23349. The pt reported she is unable to establish communication between the pt programmer and the charger. Reprogramming was unable to resolve the issue. The pt reported she discontinued using her system because the stimulation made her urinate frequently. The pt may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.